Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images revealed that the anchor was broken and deformed. There was some debris visible on the anchor. A visual inspection of the device noted that the anchor was not returned. One of the inserter tines was bent. There was some debris on the inserter. The anchor was not returned, therefore no fracture of the implant could be confirmed during visual inspection. Additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the polymer found that the storage protocols, material specifications, and material tests were appropriately documented. The complaint was confirmed. Factors that could have contributed to the reported event include off-axis insertion, excessive force, or improper preparation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopic shoulder surgery, the twinfix anchor was broken. The insertion site had been prepared with a 4.5 mm awl. The procedure was completed with a smith and nephew back up device. No injuries, delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.